Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device made the first stapling satisfactorily, however, it did not fire in the following attempts with the two reloads. Another handle and reload were used to complete the case. There was no patient injury.